Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The lower bristles on both heads have come loose, and one came off [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the lower bristles on both heads of the oral-b dualaction or dual clean brushhead came loose, and one came off while brushing. No symptoms developed.

Manufacturer narrative:
On 11-jun-2015 product investigation results:oral-b brush head type eb17 investigation analysis revealed: main root cause is improper cleaning.

Event description:
The lower bristles on both heads have come loose, and one came off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the lower bristles on both heads of the oral-b dualaction or dual clean brushhead came loose, and one came off while brushing. No symptoms developed. On 11-jun-2015 product investigation results: oral-b brush head type eb17 investigation analysis revealed: main root cause is improper cleaning.